Event description:
A go-live was planned to standardize epinephrine and norepinephrine concentrations to 16, 32 and 64 mcg/ml and using only the units of mcg/kg/min. The current state includes 20, 40, 80 mcg/ml in addition to the 32 mcg/ml across pediatric and adult pump contexts, as well as two different dosing schema (mcg/kg/min and mcg/min). The appropriate changes came through epic; however, not in the syringe pumps. Specifically, the concentrations 16, 32 and 64 mcg/ml were live in epic, but the pumps still had 20, 40 and 80 mcg/ml. Pump update pushed out after being informed by medfusion that syringe pumps should update. In subsequent conversations with medfusion, they said this was a miscommunication and pumps will not automatically update but require a manual update until the new firmware is updated in mid to late first quarter 2023.